Event description:
10ml 0.9% sodium chloride injection, usp "zr flush" syringe attached to stopcock on med-line of PICC line. Unable to fully thread/lock sodium chloride syringe to stopcock. Syringe replaced with a separate 10ml 0.9% sodium chloride injection usp syringe which was able to be fully threaded and lock into place on stopcock. Product saved. Manufacturer: excelsior medical product name: 0.9% sodium chloride injection, usp product, lot number: 3142652.